Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (Please respond for each animal procedure): what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present with dehiscence (# post op days)? What was the appearance of the suture during the second procedure? ¿hello, also, be advised that we received another picture this monday of the product apparently used in the surgeries with a different expiry date (2018). ¿ please provide answers to the questions below: can you please clarify if the product mentioned with an expiration date of 2018 was used in each of the 7 procedures? What was the product code and lot number of this product with an expiration date of 2018? Was there a problem or issue with this suture? If so, what was the issue and did the issue occur with each of the 7 animal procedures? Please provide specifics. Can you please attach any photos received to the file.

Event description:
It was reported that an animal underwent an animal procedure on unknown date and the suture was used. Following the procedure, the suture line broke. It was also reported that the suture is expired as of 07/2013. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
Combination product. The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: can you please confirm that the correct product involved is the pdp340, instead of z340? The product pdp340 expiration date may/2018 was informed as to be related to the event: lot: kgz778, exp may 2018, pdp340. Which is the correct photo of the suture used ? Picture is the one with exp may 2018.